Event description:
It was reported that there was a tug and a snap sound was heard, and PICC came off with the statlock when the pediatric patient¿s mother was carrying them seated by the bedside while she stood up hugging the patient. Even though we are considering factors like the ¿tugging¿ of the line due to a change in position, we would like to check with vendors on how secure the statlock is to withstand any tugs or pulls. Patient status/ intervention: patient was inserted with a new PICC and statlock. Additional information received: it was reported the PICC had been inserted in the patient for 2 days. The statlock and catheter dislodged together and some blood stains were noticed on the statlock after dislodgement.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a detached retainer is confirmed and was determined to be manufacturing related. One PICC plus statlock with a tricot pad and fix posts and one non-bd catheter were returned for evaluation. An initial visual observation showed use residue on the returned samples. The bottom left of the retainer was observed to be detached from the pad. Sections of the pad and the underside of the retainer which were detached from each other were observed to be tacky. A microscopic observation revealed strings of adhesive between the pad and the retainer. Adhesive was observed within the fibers of the pad and on the underside of the retainer; however, it appears that the adhesive did not cure correctly and/or an inadequate amount of primer was applied during the manufacturing process. The manufacturing facility has been notified of this complaint, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event. H3 other text: evaluation findings are in section h11.

Event description:
It was reported that there was a tug and a snap sound was heard, and PICC came off with the statlock when the child¿s mother was carrying child seated by the bedside while she stood up hugging the child. Even though we are considering factors like the ¿tugging¿ of the line due to a change in position, we would like to check with vendors on how secure the statlock is to withstand any tugs or pulls. Patient status/ intervention: patient was inserted with a new PICC and statlock.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon.